Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler at the end of their pd treatment. The pdrn reported that no alarms or warnings occurred before or after the leak was observed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external inspection of the returned ycler exterior showed that the paint was discolored on the heater tray. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of dried fluid on top of the pump door. There were no visual indication of particulates within the cassette compartment. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler at the end of their pd treatment. The pdrn reported that no alarms or warnings occurred before or after the leak was observed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.